Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; battery compartment this complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/21/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. A leak test was performed and failed due to the battery compartment leak. Unrelated to the initial complaint, the pump was powered up and emitted a cs 069 call service alarm immediately. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Also unrelated to the initial complaint, it was observed that there was moisture under the display lens, the cartridge compartment was cracked and the audio bolus button cover was damaged but the bolus button was responsive during the investigation. The pump was opened and there was moisture damage found on all the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2: date of submission: 12/27/2016 ¿ correction to serial #.